Event description:
Light fixture started to give off smoke and an electrical smell. Then it stopped working altogether. Manufacturer response for or light, skytron (per site reporter): they are concerned and wish to see it for analysis purposes.